Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large air bubble. The customer¿s blood glucose at the time of incident unknown and the current blood glucose level was 85 mg/dl. Customer was assisted with troubleshooting. The customer stated that the due to set change the air bubbles occurred. Customer was treated with manual injection and insulin for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated the drive support cap appears normal. Customer experienced multiple blood glucose level such as 266 mg/dl, 177 mg/dl, 142 mg/dl, 103 mg/dl. Customer stated that the customer was hospitalized not due to diabetes related issue but due to infection and sick. The device will not be returned for analysis.